Manufacturer narrative:
H 3 evaluation summary the device history record (DHR) review could not be performed because the lot number of the device was not available. One used sample was received outside its original package. The sample was visually inspected at the cross spike finding that the device presented a disconnection between the cross spike and the tubing line which would cause leaking. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the spike set was leaking at the spike connection.